Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor computer was replaced and the dose area product was checked and < 10%, and the vascular and cinema licenses were validated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not capture fluoroscopic images, the counter was stuck and the printer did not receive input images. No pt injury was reported.